Manufacturer narrative:
510k: this report is for an unknown screwdriver/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The instrument(s) was not returned and instead the investigation will be done based on the supplied image(s) from the attachments the image(s) was reviewed and the complaint condition could not be confirmed as the image provided does not show functionality of the device. As the instrument(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of the rib on (B)(6) 2020, two (2) matrixpro ii drivers would not turn on. The inner core of the 90 degree driver was slipping with the circular part moving up and down. One of the screwdriver blades would not insert to the driver. The procedure was completed with use of backup devices. There was no surgical delay reported. Patient status is unknown. This report is for one (1) unk - screwdrivers: shafts. This is report 1 of 1 for (B)(4).